Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 03-oct-2015. The most recent information was received on 18-oct-2019. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), varicose veins vaginal ("black vericose veins on my cervix"), headache ("headaches"), fatigue ("severe fatigue"), abdominal distension ("bloating"), menstrual disorder ("abnormal periods") and menopausal symptoms ("I am only 33 and shouldn't have to go through menopause") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain, varicose veins vaginal, headache, fatigue, weight increased, abdominal distension, menstrual disorder and menopausal symptoms outcome was unknown. The reporter considered abdominal distension, fatigue, headache, menopausal symptoms, menstrual disorder, pelvic pain, varicose veins vaginal and weight increased to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number¿ for this case. We ,ere unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Amendment: the report was amended for the following reason: due to internal review it was detected that this case was not medically confirmed. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 03-oct-2015. The most recent information was received on 05-jun-2020. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), varicose veins vaginal ("black vericose veins on my cervix"), headache ("headaches"), fatigue ("severe fatigue"), abdominal distension ("bloating"), menstrual disorder ("abnormal periods") and menopausal symptoms ("I am only 33 and shouldn't have to go through menopause") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain, varicose veins vaginal, headache, fatigue, weight increased, abdominal distension, menstrual disorder and menopausal symptoms outcome was unknown. The reporter considered abdominal distension, fatigue, headache, menopausal symptoms, menstrual disorder, pelvic pain, varicose veins vaginal and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 5-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 03-oct-2015. The most recent information was received on 18-oct-2019. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), varicose veins vaginal ("black varicose veins on my cervix"), headache ("headaches"), fatigue ("severe fatigue"), abdominal distension ("bloating"), menstrual disorder ("abnormal periods") and menopausal symptoms ("I am only (B)(6) and shouldn't have to go through menopause") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain, varicose veins vaginal, headache, fatigue, weight increased, abdominal distension, menstrual disorder and menopausal symptoms outcome was unknown. The reporter considered abdominal distension, fatigue, headache, menopausal symptoms, menstrual disorder, pelvic pain, varicose veins vaginal and weight increased to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number¿ for this case. We ,ere unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 18-oct-2019: social media received. This case become incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.